Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320 ) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from a coaguchek xs meter compared to the laboratory. The meter serial number was not provided. The result from the meter with strip lot 28632014 was 4.2 inr. The result from the laboratory at a hospital was 2.6 inr. The customer had strip lot 33449917 and compared the results to the strip lot he had been using. The result from the meter with strip lot 28632014 was 4.6 inr. The result from the meter with strip lot 33449917 was 3.2 inr. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation. This medwatch will cover test strip lot 28632014. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 33449917.